Event description:
Additional information revealed that the device is an epic vascular stent not an epic biliary stent as previously reported.

Event description:
It was reported that during an iliac angioplasty and stenting procedure, stent movement occurred. There was a very tight stenosis located between two aneurysm segments in the moderately calcified bifurcation of the iliac and the aorta. The epic biliary 8x41x75mm stent was deployed ipsilaterally from the femoral artery and the distal crown was placed into the aorta. The epic biliary 8x41x75mm stent was not apposed to any vessel wall. The epic biliary 8x41x75mm stent was fully deployed through the stenosis not the iliac aneurysmal section. Upon release the proximal end of the epic biliary 8x41x75mm stent was not apposing any vessel wall either. The epic biliary stent moved approximately 1 cm. In the physician's opinion the stent was "squeezed" by the stenosis and then sucked forward by the aortic aneurysm as he hadn't fixed the stent into any position due to the distal and proximal ends of the stent free-floating in an aneurysm. The angiographic results were good with good flow restored. The procedure was completed with this device. Pt's status was reported as 'stable'. This product is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.